Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the customer reported 'failed downstream occlusion test' which was not reproduced. The device was tested for downstream occlusion detection and passed within the specified psi ranges. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing with results of 25.8, 21.4 and 24.9 pounds per square inch (psi) on different sets. The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.